Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated apparent explant damage. The lead was received with the helix fully retracted, and a fracture of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 383059 implantable pacing lead, implanted: (B)(6) 2008; 6947m62 implantable tachy lead, implanted: (B)(6) 2012; d31 4trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).